Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain "), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and procedural pain ("transient procedure") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, seizure, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, vaginal infection, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, procedural pain, psychological trauma, seizure, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for allergy, psych injury, vaginal infection. Discrepancy noted as lab date: (B)(6) 2011. Discrepancy noted on essure insertion date- (B)(6) 2011 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Case category changed from non-serious incident to serious incident. Date of essure removal was added. Reporter was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.